Event description:
A nurse reported that a pt, who was taking coumadin for a clot in the leg, had a pt (prothrombin time) of 14 seconds using a test system in the physician's office. As a result, the physician increased the pt's coumadin dosage. The pt was subsequently admitted to the hosp with a bloody nose. On admission, pt was 37 seconds. The nurse stated that the electronic controls were intact. Results on whole blood controls and description of technique were not provided. The monitor was returned to the MFR for evaluation.